Manufacturer narrative:
Upon receipt, a proximal fragment of the df4 connector region (3 cm length) and a medial fragment of the lead body (2.5 cm length) were received for analysis. The distal fragment including the rv shock coil and lead tip was not returned. It is reasonable to assume that the lead was cut during the surgery. The inspection revealed that the insulation was, apart from the present cuts, free of breaches. Further analysis of the returned lead fragments did not reveal any irregularity that might have contributed to the reported clinical observations.

Event description:
After an implantation period of approx. 19 months, it was reported that the interrogation of the device was not successful. The patient died six days after the incident and the ICD was explanted. Now the lead was returned for analysis with the ICD and it was decided to report the lead as well. There is no specific complaint about the lead.